Event description:
On 12/4/2008 baxter received a report from a dr of the facility that on the pervious month at 16:00h, a pt, who had undergone a hysterectomy, was connected to a ce infusor pt control module watch, 12 pack (lot number unk) using the pca method. Reportedly, the pt received "0.5 ml every time the pt pressed the button. The analgesia is protocolized in the svc." The infusor contained 20ml of "physiological solution" and 5 vials of morphine 1%=5ml. Each vial contained 10 mg of morphine. The total pump volume was 25ml. On the next day, at 1100, the pt suffered depressed breathing and she had to be admitted to intentive care unit (ICU). The pt remains hospitalized, but is reportedly doing well. The sample is not available.

Manufacturer narrative:
The sample is not available.